Event description:
We have a product failure with the infusable pressure infusor. The lot number is 1420, ref in-9000. There have been 5 that failed and resulted in the patient being treated with meds for low blood pressure in one instance. The lot for two of them is the same.====================== health professional's impression======================wouldn't maintain inflation, kept going flat.